Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she has gained a lot of weight and has noticed that the ins intermittently moves around and noticed it sometimes depending how she is sitting or lying down. Patient was redirected to follow up with their healthcare professional. No symptoms were reported and no further complication was noted or anticipated.